Event description:
It was reported that the ilet display had an unresponsive upper portion of the touchscreen, with the user noting a possible minor crack and needing increased pressure or repeated taps for input, while the lower half of the screen functioned. Symptoms included device interaction difficulty. Outcomes included temporary use of backup therapy if needed until a replacement arrived. Investigation included remote troubleshooting and user education, including guidance on data syncing, shutdown procedure, and return logistics. Investigation of this case revealed a suspected touchscreen/display hardware malfunction affecting input responsiveness. It was concluded that the device exhibited a device component failure of the touchscreen/display, and a replacement was arranged.